Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16851). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient was seen for a scheduled follow-up, the device was at end of life. Premature battery depletion was suspected. The patient noted that he received a vibratory alert but did not contact the clinic. The device was explanted and replaced. The patient was fine during the procedure and doing well after.